Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it indicates "it was difficult to sew" what do you mean? Please explain it indicates "at 11:20, the vital signs of the patient returned to the ward smoothly" did the patient suffer any consequence during the procedure? If yes please provide more details. What is the current condition of the patient? In case it was retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic high ligation of bilateral sheath procedure on (B)(6) 2021 and suture was used. It was reported that the absorbable suture was used according to the operator's requirements. Before use, the nurses checked that the tip and end of the needle were normal. At 10:23, when the operator was sewing the skin, it was difficult to sew. After checking, it was found that the needle tip was lost (2mm), the operation stopped sewing immediately for troubleshooting. The operator and the nurse did not find the lost needle tip on and off the operation platform. The head nurse of the department was informed at 10:27 and the radiology department was contacted to assist in the investigation. No missing needle tip was found after the chest and abdomen of the patient was photographed. After the operation was completed at 11:15 and the auxiliary materials were removed, no missing needle tip was found again in and around the patient's body. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information as requested, but unavailable: it indicates "at 11:20, the vital signs of the patient returned to the ward smoothly" did the patient suffer any consequence during the procedure? If yes please provide more details. What is the current condition of the patient? In case it was retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? It indicates "it was difficult to sew" what do you mean? Please explain---the needle was broken, so the tip of the needle was blunt.¿according to the feedback of the sales representative, all the above answers are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/20/2022. H3 investigational summary: two failed suture needles were submitted fractographic evaluation. The components were identified as product code w9915. It was requested that assess the fracture mode of the failures. Only one needle was fractured. A fracture was observed at the tip of the needle. One side of the needle was received; the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.